Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed at several locations on the inner cutter and several nick at cutting edge on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation confirms that the probe had a cut failure. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as the exact root cause of the cut failure could not be determined. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe had insufficient drive power as it had poor cutting performance before vitrectomy surgery. The aspiration was working normally. The surgery was completed after replacing the product with another one. There was no patient impact.